Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to significant patient weight loss, which resulted in the battery becoming sticking out and uncomfortable. The patient states that when leaning back against chairs, the device felt closer to the surface and less deeply positioned than before. The patient also reported an increased need for more frequent charging. Electrocautery was used during the procedure. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was evaluated, and programs has been set up on new device.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.